Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. The patient did experience a csf leak. No further action will be taken at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the patients scs trial they experiencing an csf leak. The patient was reporting symptoms of a headache. Issue was resolved post op.